Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their keypad was scrolling in the bolus setup menu. It was also reported the customer's act and esc buttons were unresponsive. The customer also reported receiving a button error alarm five minutes into the call. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. There was no button error alarm noted during testing. There was no ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.